Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 11pm. The patient reported a blood glucose result of "9.7 mmol/l" with the subject meter. The patient's general practitioner (gp) advised her to keep her blood glucose levels above "8 mmol/l." The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. However, that evening, the patient felt her blood glucose was within her expected range and went to bed without anything to eat. In the middle of the night ((B)(6) 2013, at 110am), the patient claims she woke up feeling low blood glucose symptoms of sweating, itchy and had a headache. The patient reportedly tested her blood glucose with the subject meter and obtained a result of "1.7 mmol/l." The patient ate chocolate as treatment. Around 230am, the patient began to feel better and obtained a blood glucose result around "5 mmol/l" before going back to bed. The patient denied testing with another device at the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.